Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device experienced a mode switch due to some high impedance paces. Upon interrogation the bipolar impedance was found to be higher than the unipolar impedance, both were in the normal ranges. The device was unable to verify the lead to be a bipolar lead and the caller was unable to reprogram the back to bipolar. Both the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.